Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2015, rv pacing impedance measured 627 ohms up from a trend that has been in the low 300 ohms range. Last measured impedance was 1273 ohms. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 17; vt-ns episodes with evidence of lead noise oversensing. Lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that there was high impedance, oversensing and possible fracture on the right ventricular (rv) lead. The device detections have been turned off. The lead remains in use. No patient complications have been reported as a result of this event.